Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer's blood glucose value was unknown. Customer reported they received replacement insulin pump and cannot get the transmitter to pair with insulin pump and was assisted with the pairing. Customer reported was still setting up her replacement insulin pump but also reported that when she first clicked the reservoir into the insulin pump a small bit of the ring on the new insulin pump chipped off. Customer reported that it was only a very small part and the reservoir locked in place well but she said with the previous insulin pump small parts kept chipping off often when she changed the reservoir and she thinks this will happen again with this insulin pump. The device will not be returned for analysis.